Event description:
Skin peeling was noted on left medial thigh when the drapes/ioban was pulled off. Skin tear noted on the right scapula from the r2 pad site when pads were taken off. Manufacturer's guidelines were followed when taking off r2 pads. There was sloughing of skin on left inner thigh with regard defibrillator pads.